Event description:
The customer called to report the pump's driver arm fell off completely and wanted to know how to put it back on. It was stated that the bgs were high and treated with manual injection at the time of call. Advised the customer to follow back up plan of manual injections.